Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verification test step during testing. The device was recalibrated to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the porting block port was found to be damaged so the universal porting block was replaced. The base enclosures was found to be damaged so the base enclosure was replaced. The handle o-ring was found to be missing so the o-ring was installed.